Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable antibody to hepatitis b surface antigen (anti-hbs) results for one patient sample from cobas e601 analyzer serial number (B)(4). The initial result was > 1000 ui/l. When tested with an automatic 1:100 dilution, the result was <200 ui/l. When repeated, the pure and diluted samples produced the same results. The customer then performed a 1:10 dilution and the result was 86.99 ui/l (x 10=869.9 ui/l). With a manual 1:100 dilution, the result was 2.59 ui/l (x 100=259 ui/l). Information concerning if any result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. Interference in the sample was suspected.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.